Event description:
It was reported that t1 and t2 were simultaneously deployed. Procedure was completed with a back up device. No significant delay or patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that t1 and t2 were simultaneously deployed.¿ t1, t2 and suture were returned separated from the needle. The anchors were found cinched together. The depth limiter was retracted as much as possible. The delivery needle was visibly bent toward the left and quite bowed downward. The delivery curve is twisted and somewhat flattened. The device no longer cycles or actuates due to the needle¿s distortion. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.